Event description:
The nurse reported frayed wires of the power cords.

Event description:
The patient reported exposed and frayed wires of the power supply cable. The power supply and power cord were replaced and there were no adverse consequences reported by the patient.